Event description:
It was reported that patient experienced corneal burn during procedure.

Manufacturer narrative:
(B)(4). Upon inspection and analysis of unit field service engineer observed eight surgery cases without any problems using both signature systems on site. No hand piece problems were observed during surgery and all passed per (B)(4). Fse completed a full system check and this system meets all amo specs and requirements. No patient information has yet been provided. As soon as additional information is received a supplemental will be submitted.